Event description:
Consumer complaint of blood results reading "hi". Call was placed to customer based on a voice mail received regarding hi results obtained, phone was answered by friend who stated the customer had been taken to the hosp by emergency medical services at the time of call. Friend stated the result from the emergency medical services glucose meter was 340mg/dl. The customer states the customer had complained of general malaise and fatigue.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.